Manufacturer narrative:
No lot number has been provided; therefore, a review of the manufacturing records is not possible. As reported, there has been no surgical intervention. Allergic reaction is identified in the adverse reaction section of the IFU as a possible complication. The information provided is limited and multiple attempts have been made to request additional event details. Based on the information available at this time, we are unable to determine to what extent if any, the bard device may have caused or contributed to the patients alleged reaction following implant. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that 5 days post operative of a bard ventralex st hernia patch the patient developed hives on her legs, arms, back, and neck. It is reported that all sources of the allergic reaction have been ruled out. As reported the hives are not localized near the surgical site and the patient is not responding to steroid therapy. Additionally it is reported that the patient developed an occurrence of shortness of breath, which has not occurred again.